Event description:
Caller reported tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.